Manufacturer narrative:
(B)(4). What heat management technique did the surgeon utilize during the procedure? The surgeon and assistant used a suction device to manage heat by creating space between the targeted tissue and the vagina. Are photos available? No photos available. What is the surgeon¿s experience with using the nslx120l device for this procedure? This was surgeon¿s third time operating with the nslx120l. Does surgeon believe the device was deficient in any way? No. Has it been confirmed that the injury to patient was a thermal injury? The information I received was that the injury was thermal in nature. Does surgeon believe the device caused thermal injury? No contact with surgeon since this case. Prior to using the nslx120l device, what energy device did the surgeon use to complete vaginal hysterectomies? Ligasure impact. What is the current patient status? No status update available.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a vaginal hysterectomy the patient received a 2nd degree burn between the labia and vagina. (Approximately 2 cm) the patient was treated with antibiotics.